Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the chair will not elevate. Follow-up: elevate motor will not raise all the way up with 280 lbs., but will raise up with a 150 lbs. Batteries dropped only 1 volt. MDR filed.

Manufacturer narrative:
(B)(4). The malfunction has not been confirmed.